Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the pt went to the hospital for treatment of peritonitis. The customer reports the catheter was frayed around the connection with the titanium connector causing leakage to occur. No further info has been made available.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.